Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The system was removed from service over two years following the initial reported observations as the issues were still occurring. Additionally, oversensing was observed which resulted in the delivery of inappropriate shocks. The device was returned for testing and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that events on the right atrial (ra) lead and right ventricular (rv) lead appearing as noise or electromagnetic interference (emi) was observed. The patient was brought in for further evaluation. The noise was unable to be reproduced with isometric exercises and pocket manipulation. Approximately nine months later, the ra lead pacing impedance measurement increased from 300 ohms to 2,000 ohms with loss of capture (loc). Detection enhancements were updated. To date, no adverse patient effects were reported as a result of this clinical observation.